Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the keys of the customer's insulin pump were sticking while she was trying to input food data. Her blood glucose was 357mg/dl, which she was treating with manual injections. The insulin pump is being replaced. No equipment is being returned. No additional information was reported.